Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 25 mmol/l, 15 mmol/l, and 12 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.